Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, blood began to leak from the sheath. The sheath was replaced with another from the same model and the procedure was completed with no adverse patient consequences.